Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided for evaluation; however, medical records were provided for evaluation. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the sapien 3 ultra valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). In this case, the valve stenosis that resulted in the valve being explanted was confirmed based on the medical records. The available information suggests patient factors (atherosclerosis (hypercholesterolemia)) likely contributed to the event as noted in the medical records. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis/renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by edwards implant patient registry (ipr), approximately 1 year and 6 days post transfemoral valve-in-valve transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve implanted inside a 23 mm surgical valve, the valve was explanted, and a new 25 mm surgical valve was implanted. Medical records were received for evaluation. According to the medical records received, the patient presented with severe prosthetic valve aortic stenosis and acute type a aortic dissection. The pre-operative transthoracic echocardiogram (tte) showed severe stenosis and no aortic insufficiency. The aortic valve (av) mean gradient was 50 mmhg and the dimensionless index (di) was 0.17. The patient underwent a surgical repair of the type a dissection with aortic root replacement with a 25 mm surgical aortic valve conduit. The 23 mm sapien 3 ultra valve was explanted. The explanted valve was sent to pathology. Pathology noted a tavr with firm mesh like surgical device displaying a minimal amount of tan-white tissue. There was fibrous tissue with chronic inflammation and hemosiderin deposition.

Manufacturer narrative:
The investigation is ongoing.